Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On approximately (B)(6) 2025, the patient felt nauseous and started vomiting. During this time, her cgm was showing 370 mg/dl but when she did a bg test, it showed a reading of 477 mg/dl. She also did a ketone test at home and it showed high. On the same day, she went to the emergency room (ER) by herself to seek medical assistance due to the high blood glucose level and high ketones. Upon arrival at the ER, her bg was tested and it showed 500 mg/dl and they confirmed the patient was in diabetic ketoacidosis (dka). The cgm reading at that time was not checked. She was given IV fluids and insulin intravenously and they monitored her glucose level. The patient as discharged from the ER the same day. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.